Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. The caller received the patient from a state hospital and they have little information to go on regarding what the patient has implanted. The caller was asking for information regarding the system to see if they could put together their story since the medical records have very little information. The patient told the caller that sometime in 2016 the patient had an electroconvulsive therapy (ect) procedure and then their therapy stopped working. The patient also stated to the caller that their healthcare professional (hcp) did not want to do surgery due to scar tissue and some other reasons. Technical services reviewed how the physician programmer, patient programmer, and recharger communicate via proprietary telemetry that needs to be within one inch of the ins. They reviewed the potential reasons that the ins could have shut off unexpectedly. Based on the information technical services provided, the caller felt that the patient¿s story had some validity to it. The event date associated with their therapy turning off unexpectedly was a best guess of 2016 as the patient had the ect therapy in 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp)reporting that the patient's system was likely overdischarged since the patient reported to the MRI tech that they last recharged in (B)(6) 2019. The patient also reported that the stimulation randomly turned on and that the patient felt stimulation two days ago, although they were not feeling stimulation while on the call. Technical services reviewed with the caller that if the patient's report was accurate, there was no way the implant was providing stimulation since it hadn't been recharged for a very long time. The hcp also reported that the patient had an ect treatment in 2016 and since then the patient felt stimulation wasn't all the way connected. The patient supposedly reached out to their doctor and the manufacturer, but no one would do anything. The patient needed a head MRI. Technical services told the caller it was up to them to believe the patient's timeline.